Event description:
While conducting internal engineering tests it was discovered that the ratio of blood velocities for the internal (ic) and common (cc) carotid arteries was incorrectly calculated by the software in co's aspen model ultrasound sys. The ratio calculated is the inverse of what it should be. The ic/cc ratio can be used as an indicator of arterial disease.